Event description:
It was reported by the attorney that the pt alleges serious infections and injuries following anterior cervical discectomy fusion at level c-4-5 using autologous bone graft from the left illiac crest. Pt presented one week post-op with pain in hip, swelling, and seepage at the site of the sutures. Infections continued throughout the next year and were attributed by healthcare workers to be related to the surgery which required the use of sutures.